Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that this was a patient complaint from 2016. The rep called the patient on (B)(6) 2017. The patient told the rep he had a "bone to pick with the manufacturer". The patient was still upset and stated when the ins was explanted he was told that the battery had "seepage" from where the leads went into the battery. The patient believes it was battery acid and that he still has pain and affects from this incident. The patient stated that the day the ins was removed (B)(6) 2016 from the left side and a different manufacture system was then placed on the left side. The surgeon's staff made sure the battery was not thrown away at explant. However, the battery location is unknown as of the time of this report. The rep contacted the patient surgeon and the surgeon never told the patient about any type of battery "acid seepage". Additional information was received from was received from the manufacturing representative (rep). The rep did not know why the device was explanted. The patient stated it was explanted (B)(6) 2016. The battery seepage allegation had not been confirmed. No further symptoms or complications were reported in this event.